Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system hard drive and cine drive, reloaded software, replaced the cine bridge circuit board, and the gpos singleboard computer. The system operates as intended.